Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and considered discordant when compared to a negative result from repeat testing. The customer performs repeat troponin testing on initially positive results. The patient was redrawn and the result was negative. There was no known report of adverse health consequences due to the discordant troponin ultra cp result.

Manufacturer narrative:
The cause for the initially discordant positive result when compared to the repeat test result and new sample draw is unknown and may be attributed to sample preparation. The customer's quality control results were within acceptable limits at the time of the discordant result. No conclusion can be drawn. The instrument is performing within specifications.